Event description:
It was reported that during a coronary drug-eluting stenting treatment procedure, stent damage occurred. The physician attempted to place a taxus liberte' 3.0x28mm drug-eluting stent to an unknown vessel. The stent was not deployed due to stent damage. The procedure was completed using another device. No patient injuries or complications were reported. Patient status post procedure is noted as ok.

Manufacturer narrative:
Visual examination of the stent revealed damage to the proximal end. The proximal stent struts were bent. Visual and microscopic examination of the material surrounding the stent damage did not reveal any inherent deficiencies that would have contributed to the damage. The balloon was visually and microscopically examined, and no defects were observed. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. There is no evidence that the device was improperly manufactured. The manufacturing records have been reviewed, and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The root cause is determined to be unknown.